Manufacturer narrative:
Exemption number: e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect platinum filter implanted migration, tilt, vena cava perforation anxiety, chest pain and discomfort". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot unknown are unknown, but the filter celect is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Per computed tomography report, "filter position: below above the renal veins." "Filter tilt: yes." "Filter penetration: yes." "The filter is tilted to the left anterior with its proximal cone against the ivc wall." "The anterior right strut penetrates 6 mm through the ivc wall." "The anterior left strut penetrates 10 mm through the ivc wall." "The posterior right strut penetrates 12 mm through the ivc wall." "The posterior left strut penetrates 0 mm through the ivc wall."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown, but the celect-pt filter (igtf-30-celect-pt) is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Patient code: vessels, perforation of (2135) listed in the IFU. Device code: unintended movement (3026) not listed in the IFU, migration of device or device component (1395)- not listed in the IFU, no code available (3191) [device perforation] listed in the IFU. Initial reporter occupation: non-healthcare professional. Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the external iliac vein due to the prevention of deep vein thrombosis/pulmonary embolus. Patient is alleging migration, tilt and vena cava perforation. Patient further alleges chest pain, chest discomfort and anxiety.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect platinum filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect platinum filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.